Manufacturer narrative:
The associated complaint device was returned. A visual inspection was conducted and confirms the impactor has damaged threads causing the stated failure. This device exhibit signs of significant wear/ usage. This device was manufactured in 2013. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that the impactors handle's tip broke and the threads deformed, no delay reported. No patient injuries reported. An s&n backup was available.